Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on a homechoice (hc) device during use with a dummy tummy. Nothing unusual was noted during troubleshooting for the alarm. A technical service representative (tsr) explained the alarm to the registered nurse (rn). There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.